Event description:
It was reported via repair work order that the bed exit was set, but was not alarming at the bed due to a broken bed exit module, when a patient allegedly fell from the bed. No patient injury was reported and no clinically relevant delay in treatment was reported.